Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was not returned for evaluation at fisher & paykel healthcare. The hospital later confirmed that they reported the event with misinformation. The reported malfunction was not of the f&p rd900 neopuff. The broken connector is of a blender which was connected to the rd900 neopuff. There was no alleged deficiency of f&p product each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A healthcare facility in france reported that the gas outlet port of a rd900 neopuff infant resuscitator was broken. Further information provided on the 03 september 2019, updated that they have reported mis-information, the reported malfunction was not of an f&p's product. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of a rd900 neopuff infant resuscitator was broken. There was no reported patient involvement.